Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that per the patient, their ins was non-functioning and had not worked in a long time. The caller stated that the patient did not have a patient programmer and stated that they were not feeling stimulation. Technical services reviewed MRI eligibility information as if pertains to possible overdischarge scenario. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated.